Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. . This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the date and how the b30 error message occurred was unknown.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was confirmed and the b30 error message occurred due to corrosion on the endoscope connector. In addition, evaluation found the bending section cover adhesive was chipped, the scope connector and cover had corrosion due to water leakage, and the bending angle in the up direction did not meet standard value due to wear of the angle wire. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite bronchovideoscope displayed a b30 scope communication error message. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event was caused by failure of the image sensor unit, defect of the circuit board inside the video connector, or defect of the system side. The cause of water intrusion was unspecified. Since there is a trace of water drops under the venting connector, the below possibilities are considered: 1. The scope was immersed in water while the sterilization cap was attached. 2. The coiled tube was assembled to the endoscope underwater. 3. Pushed the convex part beside the venting connector while the endoscope was immersed in water 4. Some load was applied by a brush such as releasing the check valve of the venting connector while the endoscope was immersed in water. In addition, although there were no issues of handling in the facility, there were cases that water intruded in the water leak test air tube due to breakage of the tubing, insufficient connection, or breakage of packings of the reprocessor or the water leak test air tube while using the reprocessor, which resulted in water intrusion in the connector during the leak test. The event can be prevented by following the instructions for use: ¿reprocessing manual ¿ precautions¿. Olympus will continue to monitor field performance for this device.